Event description:
Patient developed central line infection after 2nd prosorba treatment. IV antibiotics given. Symptoms resolved. New line placed and patient continued with treatment with no further complications.